Manufacturer narrative:
(B)(4). Eval, results: calcification and excessive tortuosity. The device was bent prior to insertion, force applied to the device. Stent dislodgement. Stent. Eval, conclusion: calcification and excessive tortuosity. The device was bent to facilitate insertion. The device was bent prior to insertion, force applied to the device.

Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length driver sprint rapid exchange (rx) coronary stent in to a pt. The target lesion, located in the lad # 7 was described as calcified with excessive tortuosity. It was reported that this was a complex case and that all the devices used in the procedure were not able to cross the lesion. The relevant device was bent to facilitate insertion; however, it failed to cross the lesion and upon removal, the stent dislodged within the guide catheter. The physician was able to deploy the dislodged stent using some force with no health hazard caused to the pt. No other clinical sequelae were reported. The physician commented that the cause of the event was due to vessel morphology and technical factors and was not caused by the device. Physician also reported that bending the device may have impacted on the stent mount condition.